Event description:
It was reported that the patient is deceased. It was further reported that the patient presented to the emergency room six days post implant and died from complications of tamponade. Additional information related to circumstances and cause of death have been requested and not received.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. Additional information received indicated an atrial perforation is suspected and the physician noted a concern related to the lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.